Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. In addition, the pump history was noted to be inaccurate and the pump indicated a data log corruption. Blood glucose level was 160 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.